Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: one 3ml syringe received for investigation, upon visual inspection of the sample no defects can be observed. Barrel does not present any damage that could have deformed their shape. Functional testing is performed with bd max zero, no leakage observed. A device history review was performed for reported lot 1131289, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: it was reported encountered a leak while using bd 3 ml luer lock syringe when attached to the bd maxzero microbore extension set tubing.